Event description:
It was reported that during the procedure on (B)(6) 2012, pre-dilatation was performed using a 2.0 x 12 mm trek dilatation catheter. A 2.25 x 14 mm non-abbott stent was deployed in the mid circumflex (cx) artery. Post-dilatation was performed with a 2.5 x 12 mm non-abbott dilatation catheter. Post dilatation, a perforation occurred and a 3.0 x 16 mm graftmaster stent delivery system was advanced to the perforation site; however, due to the heavy calcification and tortuosity, the graftmaster stent delivery system was unable to cross to the target site. The stent delivery system was removed and resistance was met with the calcification. The stent dislodged in the proximal cx. An unspecified dilatation catheter balloon was advanced and the dislodged graftmaster stent was crushed against the vessel wall. Via kissing technique, a 4.0 x 15 mm xience v stent and a 3.0 x 15 mm xience v stent were deployed, with the 4.0 stent deployed in the left anterior descending (lad) artery and the 3.0 stent deployed in the cx. Post dilatation was performed using a 4.0 x 15 mm trek dilatation catheter. A 2.75 x 15 mm xience v stent was then deployed in the proximal cx to hold the dislodged graftmaster stent in place. Additional balloon dilatation was performed to seal the perforation. The procedure ended with the patient in stable condition. On (B)(6) 2012, a pericardial window was performed. Per the physician, the patient has an ejection fraction of 65%. The patient remains hospitalized at this time. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, information was provided that the patient was discharged to home on (B)(6) 2012, in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent: 2.25 x 14 mm resolute integrity. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.